Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with case top chipped on corners and cracked by handle and cracked battery door and left plunger case. Event history log review was performed and found evidence of reported problem. Visual inspection power process up and occlusion testing were performed. Investigation unable to duplicate 'primary audible alarm bgnd test' and verified connections and found no damage to interconnect board or speaker. Service replaced the speaker as a preventative measure and replaced the case top, battery door and left plunger case. Investigation performed pm and all functional tests which passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during pre-testing of this smiths medical medfusion 3500 pump, the pump exhibited audible alarm and bgnd test error with damaged case. No reported adverse effect.